Event description:
Reporter stated that she bottomed out while sleeping and was unconscious when she was tested with a result of 81 mg/dl on the aviva system. The emts tested her with a result of 20 mg/dl on their system and treated the customer with d-50 intravenously. The reporter did not know the timeframe between the results. Reporter stated that she ate after that. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.